Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 20 mg/ml morphine, an unknown concentration of baclofen, and an unknown concentration of clonidine at minimum rate via an implantable pump for non-malignant pain. It was reported that the patient's pump first had a motor stall on (B)(6) 2018 and recovered a day later. It then stalled several more times before finally stalling without recovering on (B)(6) 2018. It was noted the alarm was beeping every 10 minutes. There were no known environmental, external, or patient factors that may have led or contributed to the issue. A pump replacement was planned. The issue was not resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2019-mar-26. It was reported that the patient's pump was replaced and catheter revised on (B)(6) 2019. It was noted that there was a "battery malfunction" so the pump had been set to minimum rate and was getting repeated motor stalls and recoveries. It was assumed that the patient was getting no intrathecal medication. During the procedure the doctor noticed that there was some "visible folding" on the proximal catheter. He did not believe that the catheter had been completely folded to occlusion, but as there was "visible wear" he removed that section and replaced it. The rest of the replacement was unremarkable. It was noted the old pump had been sent to pathology. No patient symptoms were reported. No further complications were reported.